Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked in three places. There was evidence of moisture corrosion in the battery compartment. During testing, a leak test was performed and a battery compartment leak was found. Unrelated to the complaint, investigation revealed that the keypad cover was peeling. The contrast key was found to be intermittingly unresponsive. All other keypad buttons responded appropriately. The keypad was removed and contamination as found under all the key contacts. Also unrelated to the complaint, the display was found to be dim and discolored.